Event description:
It was reported that angiography revealed a 90% stenosis in the left circumflex (lcx) with heavy calcification and moderate tortuosity. After using a 2.0 x 12 mm non-abbott balloon for pre-dilatation of the lesion, a 2.75 x 23 mm xience v stent was advanced to the lesion, but could only cross about a third of the way across the lesion. So the xience v was withdrawn and further pre-dilatation of the lesion was performed with a 2.5 x 15 mm non-abbott balloon. The same xience v stent was attempted to cross the lesion, but still could not pass though the stenosis. Upon withdrawal of the stent, a dissection was noted in the distal part of the lesion. A 2.5 x 12 mm xience v stent was implanted in the distal part of the lesion and also covered the dissection, with a good result. Then, several attempts were made to cross another 2.5 x 12 mm xience v to treat the proximal part of the lesion, however it could not cross, and the procedure was concluded. No adverse patient sequela was reported. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): improper method/re-insertion of device. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known a adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the xience v everolimus eluting coronary stent system IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported complaint.